Manufacturer narrative:
The investigation for the reported access site bleed and the pump stop has been completed. The impella device was not returned for evaluation. Data logs were reviewed finding several "alarm 119" indicating electrical open line related to the three motor driver lines. No other issues were found. As per clinical patient pulled the pump halfway during support leading to pump stop. The cause of the pump stop issue was most likely an open electrical line due to patient movement per data log and clinical review. The cause of the access site bleeding issue was most likely patient condition related per clinical review and unknown relation to impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The us complainant reported a 64-year-old male patient was on impella cp support due to having a history of cardiac arrest and valvular disease. The patient coded. While on support, the patient had bleeding that was managed by withholding anticoagulants and providing blood products. Additionally, the patient partially pulled out the impella, into the aorta. The impella decreased to p2 and then there was a pump stop. The impella was explanted and replaced.